Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown orthodynamic ulna plate, unknown. Unknown, unknown dvr screws, unknown. (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a distal volar radius plate removal procedure approximately eight (8) months post-implantation due to a fractured plate. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Examination of the reported complaint product was not possible as it was not returned. Review of provided device photography confirms the reported material fracture of the plate between the first and second proximal head holes. Upon review of x-rays received, volar radial plate was noted to be fractured with angulation of the plate and the distal radius. Review of device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. Root cause was unable to be determined the limited information provided by the customer. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.